Manufacturer narrative:
Concomitant product(s): dtbb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was there was atrial undersensing noted on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af) episodes that appeared to be causing inappropriate device function. The device and lead remain in use. No patient complications have been reported as a result of this event.